Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 485 mg/dl. The customer stated that she had received an injection of cortisone due to having had surgery. She stated that this was the reason why she had the insulin pump running a temporary basal and still experienced high blood glucose. The customer requested clarification regarding how to use and set up the temporary basal function. She understood and no additional assistance was required. She was advised that she would receive a follow-up email regarding her high blood glucose levels.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.